Event description:
The following was reported to hamilton medical ag: technical event:231009 due to defective blower.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: failure effect: defective blower the blower speed is lower than the target speed-5% for more than 5s. Root cause: defective blower correction: replacement of the blower.